Event description:
Tip of vitrectomy handpiece shattered into left eye while dr. Was doing a vitrectomy. Set was changed - metal prices from first handset removed from eye during operationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown, invalid data, invalid data. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily, invalid data. The device was not destroyed/disposed of.